Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported the shock impedance has gradually been increasing. Several years ago, the shock impedance was in the 40 ohms range. About one year ago, the shock impedance was around 117 ohms. There was no noise found on the shock electrogram (egm), and since the shock impedances were still within normal range, the decision was made to continue monitoring the patient at that time. The shock impedance has continued to increase over the last year, and is now in the 120 ohms range. It was noted the shock impedance was 139 ohms when programmed rv coil to can, and 199 ohms when programmed ra coil to rv coil. Technical services recommended checking the shock egm again for noise, and also to confirm the pacing impedance measurements. Technical services discussed a possible cause for the high out of range shock impedances, and noted the device is able to give a full energy shock until the 150 ohms range. At this time, this rv lead remains in service and there were no adverse patient effects reported. Additional information was received which reported that commanded maximum energy shocks were delivered to test the integrity of this system. The shocks resulted in a shock impedance of 93 ohms, which technical services (ts) verified was viable. No additional adverse patient effects were reported. The lead remains in service. Additional information was received which reported that this rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported the shock impedance has gradually been increasing. Several years ago, the shock impedance was in the 40 ohms range. About one year ago, the shock impedance was around 117 ohms. There was no noise found on the shock electrogram (egm), and since the shock impedances were still within normal range, the decision was made to continue monitoring the patient at that time. The shock impedance has continued to increase over the last year, and is now in the 120 ohms range. It was noted the shock impedance was 139 ohms when programmed rv coil to can, and 199 ohms when programmed ra coil to rv coil. Technical services recommended checking the shock egm again for noise, and also to confirm the pacing impedance measurements. Technical services discussed a possible cause for the high out of range shock impedances, and noted the device is able to give a full energy shock until the 150 ohms range. At this time, this rv lead remains in service and there were no adverse patient effects reported. Additional information was received which reported that commanded maximum energy shocks were delivered to test the integrity of this system. The shocks resulted in a shock impedance of 93 ohms, which technical services (ts) verified was viable. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported the shock impedance has gradually been increasing. Several years ago, the shock impedance was in the 40 ohms range. About one year ago, the shock impedance was around 117 ohms. There was no noise found on the shock electrogram (egm), and since the shock impedances were still within normal range, the decision was made to continue monitoring the patient at that time. The shock impedance has continued to increase over the last year, and is now in the 120 ohms range. It was noted the shock impedance was 139 ohms when programmed rv coil to can, and 199 ohms when programmed ra coil to rv coil. Technical services recommended checking the shock egm again for noise, and also to confirm the pacing impedance measurements. Technical services discussed a possible cause for the high out of range shock impedances, and noted the device is able to give a full energy shock until the 150 ohms range. At this time, this rv lead remains in service and there were no adverse patient effects reported.